Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The customer's bio-med evaluated the device, and later the service call was canceled. The customer's bio-med replaced the power cord to resolved the reported issue. Following the repair, the device was returned back into service.

Manufacturer narrative:
The power cord replacement was not confirmed. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.

Manufacturer narrative:
16aug2021. Patient code: (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
It was reported to philips that the device was not operating on ac power. Clinical usage is currently unknown but requests for further information have been made. There is no report of patient or user harm.